Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump was functioning within required specifications and delivered insulin accurately. An audio bolus and a normal bolus dose were performed successfully and recorded in the pump history.

Event description:
The patient's mother reported that the pump did not deliver enough insulin and says that bolus doses were missing from the pump history. She also mentioned that the patient's blood glucose levels fluctuated from low readings to readings over 500 mg/dl.